Manufacturer narrative:
There was no button error alarm. The intermittent button response was due to moisture damage on the keypad trace. The insulin pump was received with a minor scratched lcd window, cracked case near display window corners, and reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. It was stated that they took out the battery and then put it back in, but the issue persisted. The blood glucose reading was unknown. The customer wears the insulin pump in their bra and the buttons may have been pressed while they were putting up their christmas tree. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The insulin pump needs to be replaced.